Event description:
During a eight week, open label, sequential phase study in which individual subjects progressed through four study periods each compromising six hd treatments over a two week period. The patients were given their standard bolus heparin, then 100% of the standard bolus dose, then 80% of bolus standard, then 66.7% of bolus standard. The subject developed a clot in the bubble trap and required a dialyzer and blood line change. Blood loss was not reported. Blood loss for dialyzer approximated at less than 100ml. The patient did not received any study product and did not have a reduction in heparin dose. He was withdrawn from the study. The outcome was resolved on (B)(6) 2010. The severity of the event was unknown and the relationship to the study was assessed as not related.